Event description:
The following has been reported by customer: the pump is completely discharged and does not charge when connected to the power supply. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.